Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Scratched throat [pharyngeal injury]. Nearly choked [choking sensation]. Toothbrush head faulty (lower bristle mount detachment) [device breakage]. Reporter sent e-mail stating the toothbrush head was faulty. A picture of the brush head attached to the e-mail revealed lower bristle mount detachment. No serious injury was reported.